Manufacturer narrative:
The customer did not provide patient demographics such as weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The sample was collected in a lithium heparin tube. The tube was identified as a partial or short draw volume. Short samples affect immunoassays by modifying blood to additive ratio. The customer did not follow the access accutni+3 instructions for use (IFU) and the clinical and laboratory standards institute (clsi) guidelines for preanalytical sample handling. The access accutni+3 IFU instructs users as follows: "the role of pre-analytical factors in laboratory testing has been described in a variety of published literature. Following blood collection tube manufacturers' specimen collection and handling recommendations are essential to reduce pre-analytical errors." Additionally, as per clsi guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests 4th edition, "if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results." Use error is a cause of this event. The customer did not follow the access accutni+3 IFU or clsi guidelines for pre-analytical sample handling.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system (serial (B)(4)). The initial result recovered above the reference range of the assay. The customer collected a second sample approximately five hours later which was analyzed in duplicate on the same access 2 immunoassay system and both results were within the normal reference range. The initial sample was reanalyzed on the same access 2 immunoassay system and recovered within the assay's normal reference range the initial elevated access accutni+3 result was released from the laboratory. There was a report of a change to treatment. The patient was administered clexane and monitored by telemetry based on the non-reproducible elevated access accutni+3 result. There was no additional change to or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). The patient's sample was described as a short draw volume.